Event description:
It was reported that the remote home monitoring system issued a code for the subcutaneous implantable cardioverter defibrillator (s-ICD) that indicated it was exhibiting possible premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the clinic will continue to monitor this patient via the remote home monitoring system. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.